Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was inaccurate and the pump shut off. Customer declined to provide additional information regarding the shutdown and declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 113 mg/dl. Customer continued to use pump for insulin therapy.